Event description:
It was reported that this pacemaker entered safety mode. The device exhibited pacing inhibition due to oversensing of myopotential noise due to safety mode programming. The patient was intubated and hospitalized as a result. The device was explanted and replaced with a non-boston scientific device. The device is expected to be returned for analysis. No additional adverse patient effects were reported.